Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had critical pump error. The customer blood glucose level was 400 mg/dl at the time of incident. The customer states that pump was beeping really loudly and now that they had inserted new battery his pump was still not working. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will be return for analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies. Unable to verify audio or vibrate anomaly due to critical pump error.